Manufacturer narrative:
(B)(4).

Event description:
Complaint reported that: I was informed by the physician that our flex tube (20011) split, while in use with a patient in surgery. The patient condition was reported as "fine". No patient injury/consequence or medical intervention reported.

Event description:
Complaint reported that: I was informed by the physician that our flex tube (20011) split, while in use with a patient in surgery. The patient condition was reported as "fine". No patient injury/consequence or medical intervention reported.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The manufacturing site reports a 100% visual inspection and leak testing is conducted; therefore, any defects would be detected prior to release from the manufacturing facility. A device history record review was performed and no relevant findings were identified. The instructions for use (IFU) for this product mentions that the product must be stored in a cool and dry place protected from light and ozone. In addition, the product must not be used with flammable anaesthetics. The IFU also mentions to check the system for leakages. It is possible the tubing can be torn during user handling. The tube has to be soft and flexible in order to meet the user requirement. As the tube is soft and flexible , it is prone to tears and holes when it is pulled or stretched. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.